Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The pacing impedance was noted to have increased suddenly by a large amount as identified via transmission. No interventions or changes were reported, and no patient consequences were reported.